Manufacturer narrative:
Device remains in situ and is not available for evaluation. The work order was reviewed and appears complete and correct with no evidence that the device was not manufactured according to specification. No difficulty was experienced during deployment of the device, and the physician did not think that a device nonconformance or deficiency led to the collapsed renal stent. Potential failures of the zfen-p device that could cause/contribute to renal stent kinking/collapsing include graft migration, incorrect positioning of the fenestrations on the graft and incorrect positioning of the graft in the aorta. As imaging was not provided, the cause is unknown, however, from the information provided, there is no evidence that the device was not manufactured according to specification/physicians' order form or that a device nonconformance or deficiency contributed to the complaint. The instructions for use sent with this device state; "the long term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." ." During final angiogram, it states to "confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers." & "following placement of a fenestrated graft, it is also important to evaluate the patency of vessels accommodated by fenestrations, which can also be supported by high resolution CT imaging. Duplex ultrasound may also be a useful screening tool in assessing the patency of vessels accommodated by a fenestration, provided the results are interpreted using appropriate criteria. Angiographic imaging is recommended during the procedure to evaluate anatomy and facilitate device placement. In addition, selective catheterization of the visceral vessels targeted by a fenestration is recommended. At the completion of the procedure, patency of the following arteries: aorta, celiac, superior mesenteric, right and left renals and/or accessory renals, and right and left internal external iliac arteries should be evaluated." The IFU also lists the following potential adverse events; "cardiac complications and subsequent attendant problems (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension, hypertension)", "occlusion of device or native vessel", "organ impairment/loss due to side branch vessel occlusion (in particular, renal and/or gastrointestinal impairment/loss)" and "renal complications and subsequent attendant problems (e.g., artery stenosis or occlusion, contrast toxicity, infarct, insufficiency, failure)" the occurrence rate of complaints related to renal stent "kink/collapsed" for zfen-p devices is (B)(4).

Event description:
Patient was admitted to emergency department on (B)(6) 2015 and diagnosed with acute kidney injury (aki). CT scan revealed collapsed renal stent. Additional diagnoses of congestive heart failure and fluid overload. Patient received emergency hemodialysis.

Manufacturer narrative:
Because device remains in situ and is not available for evaluation.

Event description:
Patient was admitted to emergency department on (B)(6) 2015 and diagnosed with acute kidney injury (aki). CT scan revealed collapsed renal stent. Additional diagnoses of congestive heart failure and fluid overload. Patient received emergency hemodialysis.